Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, the j1 battery connector was corroded. The cause of the corroded j1 connector is liquid contamination. The root cause of the contamination is liquid ingress of an unknown liquid. No adverse event resulted from the contaminated monitor. Device evaluation of battery sn 86145103 has been completed. The reported problem (will not power on) was confirmed. As received, the battery would not power on a monitor. Upon evaluation, there was liquid contamination damaged the pca and cells. The cause of the damage is liquid contamination. The root cause of the contamination is liquid ingress of an unknown liquid. No adverse event resulted from the contaminated battery. Device evaluation of battery (B)(4) has been completed. The reported problem (will not power on) was confirmed. As received, the battery would not power on a monitor. Upon evaluation, there was liquid contamination damaged the pca and cells. The cause of the damage is liquid contamination. The root cause of the contamination is liquid ingress of an unknown liquid. No adverse event resulted from the contaminated battery. Device manufacture date monitor (B)(4) : (B)(6) 2013 battery(B)(4) : (B)(6) 2014 battery (B)(4) : (B)(6) 2013

Event description:
A us distributor returned monitor (B)(4) , battery (B)(4) and battery (B)(4) and reported that the device would not power on.